Event description:
Account states that the hilow will drifts down. Account stated that the hilow will drift even when the bed is unplugged.

Manufacturer narrative:
Account stated that he cleaned the hilow brake assembly and the problem with the hilow drifting down has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.